Manufacturer narrative:
The technician found an internal leak in the manifold. The technician replaced the manifold to repair the bed.

Event description:
Info received indicates the bed is drifting into the trendelenburg position.